Manufacturer narrative:
(B)(4). This is a report of air in the patient line. In a follow up call by product surveillance, the patient stated that she was very careful to make sure the line was primed completely and that when she watched, the air entered the line from her once initial drain began. This report was not confirmed in the lab due to a lack of sample. There was not enough data within the report to identify root cause. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted (B)(4) regarding assistance ending therapy on the home choice (hc) during initial drain. The home patient (hp) stated she was starting over due to air in the patient line again. (B)(4) assisted the hp to end therapy and disconnect. The hp stated the patient line primed to the top and there was no air in the line when she connected, but as soon as the hc advanced to initial drain air came through the line. (B)(4) reviewed the programming. The last fill volume (lfv) equaled 0ml. The initial drain alarm (ida) equaled 0ml. The hp did not do any manual exchanges during the day. (B)(4) advised if the patient line primed to the top and there was no air in the line it was okay to connect and continue with therapy. (B)(4) explained to the hp that she was empty and the hc does initial drain for a while and then would go to fill 1. The hp was starting over with new supplies. During follow up, the nurse was unable to provide any additional information on the possible cause of the air in the line. To her knowledge therapy was continuing. During follow up with the hp the hp stated that through discussion with the technical service representative (tsr) and by both her and her husband watching very carefully they determined that the air was mostly likely coming from inside of her. The hp said they were very careful to make sure the line was primed completely and that when they watched, the air entered the line from her once initial drain began. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.